Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The rv lead was surgically abandoned.